Event description:
It was reported that pump experienced malfunction 16 with no notable events occurring before issue, and customer did not provide information about any impact to blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with performing pump reset using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood guidance.